Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he received a cal error from the sensor. The customer stated that he inserted the sensor in the abdomen. The customer stated that the bad sensor alert did not occur after a second consecutive cal error. The customer declined to troubleshoot for high readings.